Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2020. H.6. Investigation: bd received a 24 gauge angiocath unit from lot 8176688 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found. Our quality engineer visually inspected the returned unit and observed what appeared to be a piece of hair. The piece of foreign matter (fm) was collected and sent for ftir testing. The results confirmed that the fm was a piece of hair. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined but a training was issued for all packaging personnel to raise awareness of this issue.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: fm got mixed.